Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep gave customer instructions on saving images, and selecting pt data to cd-rom and recalled the save data. The system operates as intended.

Event description:
The customer reported that the system was not saving images.